Event description:
The needle became detached from the plastic attachment and lodged in his left upper arm [device breakage]. Case description: this spontaneous case reported by a solicitor, received from ireland and reported as "the needle became detached from the plastic attachment and lodged in his left upper arm," concerns a male patient (age unknown) using novofine 8mm (30g) (start date unknown) for device therapy. In 2007, when the patient was removing the syringe from his upper left arm injecting insulin the needle, became detached from the plastic attachment and lodged in his left upper arm. This leading to severe personal injury, shock and trauma. Furthermore it was necessary for the patient to attend firstly the hospital. The outcome is reported as unknown. Reporter's causality: possible. MFR. Reportable. Comment: company comment: limited information has been provided at the time of initial reporting. However, the case by MFR has been assessed to be an incident due to severity of the description of the event.